Event description:
Based on additional information received on 28-mar- 2017, this case became medically confirmed. This unsolicited case from (B)(6) was received on 15- mar-2017 from a patient. This case concerns an approximately (B)(6) male patient who received treatment with synvisc one injection and experienced pain in right knee after few hours, was unable to walk after few days, neuropathy after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Past drug included pregabaline (lyrica). On (B)(6) 2016, patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot: 5rsk003d and expiration date: sep-2018) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in moderate pain from his knee all the way to his toes. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date after unknown latency, patient experienced neuropathy. Patient felt moderate numbness of the heel which persisted and was very painful. It annoyed him at night, but when he walks during the day he says that it is very painful. He has a burning sensation in the heel. When he had his infiltration he did not have an electric shock, he said that he was frozen before infiltration then everything went well, but it is in the hours that followed that he felt it. In examination, there was hypoesthesia at the heel in the territory of the calcaneal nerve therefore a branch of the tibial nerve. There was no muscular weakness. The reflexes were normal and symmetric. There was no radicular syndrome that suggests more proximal involvement. The right achilles reflex was little more difficult to highlight than the left, but it nevertheless gets it bilaterally and there was no condition that can suggest a radicular problem. With a needle, he hardly felt the needle at the right heel while he normally feels it on the left side. The rest of the foot was normal. Electromyogram revealed conduction of the sural nerve was normal on both sides,the superficial peroneal nerve conductions were normal on both sides. In the external popliteal sciatic nerve, the response to the right pedal was less than the leftside, it is 0.9 mv on the right as compared to 7.9 mv on left, but at the level of the tibial nerve, the response was normal and symmetrical. At the needle in the muscle abductor hallucis brevis, there were positive waves which actually indicate that there was an axonal involvement in the territory of the tibial nerve. It was reported the patient actually presented a painful neuropathy probably by fascicular involvement of the branch of the tibial nerve destined to the heel thus passing through the territory of the calcaneal nerve. The patient asked if it would infiltrate in his nerve,and was explained that when infiltrates directly into a nerve, the patient felt a pain in the form of electric shock. Patient is either intolerant to the product and which is referred to the anesthesia or synvisc one, but the patient told that he has received the synvisc one at least 6 to 7 times before and that it was only the penultimate time he had some knee pain. Physician verified literature and reported intolerance and neuropathy are reported, related to individual intolerance to synvisc one. It was possible that this is the situation here if not we would have no other good explanation for this impairment. This possibility of sensitivity to anaesthetic product should be checked with the anesthesiologist. The patient reported that he received morphine and lyrica, but he was already have a prescription of lyrica 3 years ago and he is a bit reluctant because he says he does not tolerate very well this product. Physician reported patient's treatment will mostly consist in trying to counteract this neuropathic pain now with either amitriptyline, neurontin, lyrica or even cymbalta. Physician reported he will start with low doses of lyrica 25 mg bid and slowly increasing it if it poorly tolerated. If it is not tolerated, use other molecules you can try amitriptyline at bedtime start with low doses of 10 mg and increase or even use neurontin start with 100 mg tid and gradually increase as it is known that doses of neurontin to relieve this will often be about the order of 300 mg tid to qid and often this dosage is not very well tolerated. It was that synvisc one contributed to the pain in knee all the way to the toes, numbness under foot and moderate pain in right knee all the way to the toes, numbness under the foot and moderate pain under foot were related to pre-existing patient's condition. Corrective treatment: morphine for pain in right knee and not reported for other events. Outcome: not recovered for pain in right knee and recovering for unable to walk and unknown for neuropathy. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot # 5rsk003d expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk003d no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-apr-17, a total of 11 complaints have been reported for lot # 5rsk003 & all related sub-lots: 9 complaints have been reported for lot # 5rsk003d (6 adverse event reports, 1 loose luer lok hub, 1 extrusion difficulty/detached plunger rod & 1 broken syringe barrel). 2 complaints have been reported for lot# 5rsk003g: (2 adverse event reports). Sanofi will continue to determine if a CAPA is required. Seriousness criteria: important medical event (ime) for unable to walk. Additional information was received on 23-mar-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 28-march-2017 from health care professional. Patient age was added. Suspect product batch/lot number and expiry date were added. Event of neuropathy was added with symptom burning foot. Outcome of event not able to walk was updated from not recovered to recovering, pain in right knee from recovering to not recovered. Event numbness and foot pain were updated as symptoms. Clinical course was updated and text was amended accordingly. Additional information was received on 06-apr-2017. Ptc results were updated and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-mar-2017, 28-mar-2017 and 6-apr-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-mar-2017: this case concerns a male patient who received synvisc one injection in right knee for osteoarthritis and later was unable to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 15- mar-2017 from a patient. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and experienced pain in right knee after few hours, was unable to walk after few days and had numbness under foot and pain under foot after unknown latency. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot and expiration date not provided) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in pain from his knee all the way to his toes. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date in 2016, few days after receiving injection, patient was experiencing numbness and pain under his foot. Corrective treatment: morphine for pain in right knee and not reported for other events. Outcome: recovering for pain in right knee and not recovered for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for unable to walk. Pharmacovigilance comment: sanofi company comment dated 21-mar-2017: this case concerns a male patient who received synvisc one injection in right knee for osteoarthritis and later was unable to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Neuropathy [neuropathy] ([numbness in feet], [foot pain], [burning foot]). Unable to walk [unable to walk]. Pain in right knee [knee pain] ([irradiating pain]). Bad reaction [unevaluable event]. Case narrative: based on additional information received on 09-may-2019, this case initially processed as unsolicited was updated to solicited. Based on additional information received on 28-mar-2017, this case became medically confirmed. Initial information received on 15-mar-2017 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case concerns an approximately 43 year old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and experienced pain in right knee after few hours, was unable to walk after few days, neuropathy and bad reaction after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Past drug included pregabaline (lyrica) on (B)(6) 2016, patient received treatment with hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml, once (route, batch/lot: 5rsk003d and expiration date: (B)(6) 2018) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in moderate pain from his knee all the way to his toes. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date, after unknown latency, patient experienced neuropathy. Patient felt moderate numbness of the heel which persisted and was very painful. It annoyed him at night, but when he walks during the day he says that it is very painful. He has a burning sensation in the heel. When he had his infiltration he did not have an electric shock, he said that he was frozen before infiltration then everything went well, but it is in the hours that followed that he felt it. In examination, there was hypoesthesia at the heel in the territory of the calcaneal nerve therefore a branch of the tibial nerve. There was no muscular weakness. The reflexes were normal and symmetric. There was no radicular syndrome that suggests more proximal involvement. The right achilles reflex was little more difficult to highlight than the left, but it nevertheless gets it bilaterally and there was no condition that can suggest a radicular problem. With a needle, he hardly felt the needle at the right heel while he normally feels it on the left side. The rest of the foot was normal. Electromyogram revealed conduction of the sural nerve was normal on both sides, the superficial peroneal nerve conductions were normal on both sides. In the external popliteal sciatic nerve, the response to the right pedal was less than the left side, it is 0.9 mv on the right as compared to 7.9 mv on left, but at the level of the tibial nerve, the response was normal and symmetrical. At the needle in the muscle abductor hallucis brevis, there were positive waves which actually indicate that there was an axonal involvement in the territory of the tibial nerve. It was reported the patient actually presented a painful neuropathy probably by fascicular involvement of the branch of the tibial nerve destined to the heel thus passing through the territory of the calcaneal nerve. The patient asked if it would infiltrate in his nerve and was explained that when infiltrates directly into a nerve, the patient felt a pain in the form of electric shock. Patient is either intolerant to the product and which is referred to the anesthesia or synvisc one, but the patient told that he has received the synvisc one at least 6 to 7 times before and that it was only the penultimate time he had had some knee pain. Physician verified literature and reported intolerance and neuropathy are reported, related to individual intolerance to synvisc one. It was possible that this is the situation here if not we would have no other good explanation for this impairment. This possibility of sensitivity to anaesthetic product should be checked with the anesthesiologist. The patient reported that he received morphine and lyrica, but he was already have a prescription of lyrica 3 years ago and he is a bit reluctant because he says he does not tolerate very well this product. Physician reported patient's treatment will mostly consist in trying to counteract this neuropathic pain now with either amitriptyline, neurontin, lyrica or even cymbalta. Physician reported he will start with low doses of lyrica 25 mg bid and slowly increasing it if it poorly tolerated. If it is not tolerated, use other molecules you can try amitriptyline at bedtime start with low doses of 10 mg and increase or even use neurontin start with 100 mg tid and gradually increase as it is known that doses of neurontin to relieve this will often be about the order of 300 mg tid to qid and often this dosage is not very well tolerated. It was that synvisc one contributed to the pain in knee all the way to the toes, numbness under foot and moderate pain in right knee all the way to the toes, numbness under the foot and moderate pain under foot were related to pre-existing patient's condition. On an unknown date, after unknown latency, patient had bad reaction to synvisc one. It was reported that patient was still in pain. Corrective treatment: morphine for pain in right knee and not reported for other events outcome: not recovered for bad reaction, pain in right knee and recovering for unable to walk and unknown for neuropathy a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). For synvisc one with batch number: 5rsk003d. The production and quality control documentation for lot number 5rsk003d expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rsk003d no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-apr-17, a total of 11 complaints have been reported for lot number 5rsk003 & all related sub-lots: 9 complaints have been reported for lot number 5rsk003d (6 adverse event reports, 1 loose luer lok hub, 1 extrusion difficulty/detached plunger rod & 1 broken syringe barrel). 2 complaints have been reported for lot number 5rsk003g: (2 adverse event reports). Sanofi will continue to determine if a CAPA is required. Seriousness criteria: medically significant for unable to walk and neuropathy reporter causality: not reported for bad reaction, unassessable for rest of the events company causality: not reportable for bad reaction, reportable for rest of the events additional information was received on 23-mar-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 28-march-2017 from health care professional. Patient age was added. Suspect product batch/lot number and expiry date were added. Event of neuropathy was added with symptom burning foot. Outcome of event not able to walk was updated from not recovered to recovering, pain in right knee from recovering to not recovered. Event numbness and foot pain were updated as symptoms. Clinical course was updated and text was amended accordingly additional information was received on 06-apr-2017. Ptc results were updated and the text was amended accordingly. Additional information was received on 09-may-2019 from patient. Case was updated as solicited. Event of bad reaction was added with details. Clinical course updated. Text amended accordingly.

Event description:
Neuropathy [neuropathy] ([numbness in leg], [paresthesia foot], [foot pain], [burning foot]). Unable to walk [unable to walk]. Bad reaction/ allergic reaction [allergic reaction] ([knee pain], [irradiating pain], [swelling of r knee], [injection site joint redness]). Case narrative: based on additional information received on 09-may-2019, this case initially processed as unsolicited was updated to solicited. Based on additional information received on 28-mar-2017, this case became medically confirmed. Initial information received on 15-mar-2017 regarding a solicited valid serious case received from patient, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: unknown; country: canada. Study title: patient support program involving synvisc one. This case concerns an approximately 43 year old male patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) injection and experienced bad reaction/ allergic reaction (same day), was unable to walk after few days, neuropathy after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Past drug included pregabaline (lyrica). On (B)(6) 2016, patient received treatment with hylan g-f 20, sodium hyaluronate injection, at a dose of 6 ml, once (route, batch/lot: 5rsk003d and expiration date: sep-2018) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in moderate pain from his knee all the way to his toes, had allergic reaction when the right knee became red, very swollen, was very painful. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date, after unknown latency, patient experienced neuropathy. Patient felt moderate numbness of the heel which persisted and was very painful. It annoyed him at night, but when he walks during the day he says that it is very painful. He has a burning sensation in the heel. When he had his infiltration he did not have an electric shock, he said that he was frozen before infiltration then everything went well, but it is in the hours that followed that he felt it. In examination, there was hypoesthesia at the heel in the territory of the calcaneal nerve therefore a branch of the tibial nerve. There was no muscular weakness. The reflexes were normal and symmetric. There was no radicular syndrome that suggests more proximal involvement. The right achilles reflex was little more difficult to highlight than the left, but it nevertheless gets it bilaterally and there was no condition that can suggest a radicular problem. With a needle, he hardly felt the needle at the right heel while he normally feels it on the left side. The rest of the foot was normal. Electromyogram revealed conduction of the sural nerve was normal on both sides, the superficial peroneal nerve conductions were normal on both sides. In the external popliteal sciatic nerve, the response to the right pedal was less than the left side, it is 0.9 mv on the right as compared to 7.9 mv on left, but at the level of the tibial nerve, the response was normal and symmetrical. At the needle in the muscle abductor hallucis brevis, there were positive waves which actually indicate that there was an axonal involvement in the territory of the tibial nerve. It was reported the patient actually presented a painful neuropathy probably by fascicular involvement of the branch of the tibial nerve destined to the heel thus passing through the territory of the calcaneal nerve. The patient asked if it would infiltrate in his nerve and was explained that when infiltrates directly into a nerve, the patient felt a pain in the form of electric shock. Patient is either intolerant to the product and which is referred to the anesthesia or synvisc one, but the patient told that he has received the synvisc one at least 6 to 7 times before and that it was only the penultimate time he had some knee pain. Physician verified literature and reported intolerance and neuropathy are reported, related to individual intolerance to synvisc one. It was possible that this is the situation here if not we would have no other good explanation for this impairment. This possibility of sensitivity to anaesthetic product should be checked with the anesthesiologist. The patient reported that he received morphine and lyrica, but he was already have a prescription of lyrica 3 years ago and he is a bit reluctant because he says he does not tolerate very well this product. Physician reported patient's treatment will mostly consist in trying to counteract this neuropathic pain now with either amitriptyline, neurontin, lyrica or even cymbalta. Physician reported he will start with low doses of lyrica 25 mg bid and slowly increasing it if it poorly tolerated. If it is not tolerated, use other molecules you can try amitriptyline at bedtime start with low doses of 10 mg and increase or even use neurontin start with 100 mg tid and gradually increase as it is known that doses of neurontin to relieve this will often be about the order of 300 mg tid to qid and often this dosage is not very well tolerated. It was that synvisc one contributed to the pain in knee all the way to the toes, numbness under foot and moderate pain in right knee all the way to the toes, numbness under the foot and moderate pain under foot were related to pre-existing patient's condition. Reportedly, the whole leg felt numb for a year. Action taken: not applicable for all the events. Corrective treatment: morphine for pain in right knee and not reported for other events. Outcome: not recovered for bad reaction/ allergic reaction and recovering for unable to walk and unknown for neuropathy. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) for synvisc one with batch number: 5rsk003d the production and quality control documentation for lot number 5rsk003d expiration date (09/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot number batch record review & lot number frequency analysis for lot number 5rsk003d no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-apr-17, a total of 11 complaints have been reported for lot number 5rsk003 & all related sub-lots: 9 complaints have been reported for lot number 5rsk003d (6 adverse event reports, 1 loose luer lok hub, 1 extrusion difficulty/detached plunger rod & 1 broken syringe barrel). 2 complaints have been reported for lot number 5rsk003g: (2 adverse event reports). Sanofi will continue to determine if a CAPA is required. Seriousness criteria: medically significant for unable to walk and neuropathy. Reporter causality: not reported for bad reaction/allergic reaction, unassessable for rest of the events. Company causality: reportable for all the events. Additional information was received on 23-mar-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 28-march-2017 from health care professional. Patient age was added. Suspect product batch/lot number and expiry date were added. Event of neuropathy was added with symptom burning foot. Outcome of event not able to walk was updated from not recovered to recovering, pain in right knee from recovering to not recovered. Event numbness and foot pain were updated as symptoms. Clinical course was updated and text was amended accordingly. Additional information was received on 06-apr-2017. Ptc results were updated and the text was amended accordingly. Additional information was received on 09-may-2019 from patient. Case was updated as solicited. Event of bad reaction was added with details. Clinical course updated. Text amended accordingly. Additional information was received on 09-mar-2020 from patient. Event for bad reaction updated to bad reaction/ allergic reaction with symptoms of right knee became red, right knee became very swollen. Event verbatim updated for numbness under foot/ numbness of the heel/ paresthesia of the right heel/ hypoesthesia at the heel to numbness under foot/ numbness of the heel/ paresthesia of the right heel/ hypoesthesia at the heel/ whole leg felt numb. Event of pain in right knee/ right knee painful updated to symptom and verbatim updated for the same. Clinical course was updated. Text amended accordingly.

Event description:
This unsolicited case from (B)(6) was received on 15- mar-2017 from a patient. This case concerns a male patient of unspecified age who received treatment with synvisc one injection and experienced pain in right knee after few hours, was unable to walk after few days and had numbness under foot and pain under foot after unknown latency. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On (B)(6) 2016, patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot and expiration date not provided) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in pain from his knee all the way to his toes. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date in 2016, few days after receiving injection, patient was experiencing numbness and pain under his foot. Corrective treatment: morphine for pain in right knee and not reported for other events. Outcome: recovering for pain in right knee and not recovered for other events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event (ime) for unable to walk additional information was received on 23-mar-2017. Global ptc number with results was added and the text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 23-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-mar-2017: this case concerns a male patient who received synvisc one injection in right knee for osteoarthritis and later was unable to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
Based on additional information received on 28-mar- 2017, this case became medically confirmed. This unsolicited case from (B)(6) was received on 15- mar-2017 from a patient. This case concerns an approximately (B)(6) male patient who received treatment with synvisc one injection and experienced pain in right knee after few hours, was unable to walk after few days, neuropathy after unknown latency. No relevant medical history, concomitant medications and concurrent conditions were reported. Past drug included pregabaline (lyrica). On (B)(6) 2016, patient received treatment with synvisc one injection, at a dose of 6 ml, once (route, batch/lot: 5rsk003d and expiration date: sep-2018) in right knee for osteoarthritis. On the same day, few hours after injection, patient was in moderate pain from his knee all the way to his toes. On an unknown date in (B)(6) 2016, few days (two or three days) after injection, patient's pain increased to the point where he was unable to walk. Patient went to the hospital where they provided him with morphine. It was reported that the patient was on morphine for one week before the pain started to decrease. On an unknown date after unknown latency, patient experienced neuropathy. Patient felt moderate numbness of the heel which persisted and was very painful. It annoyed him at night, but when he walks during the day he says that it is very painful. He has a burning sensation in the heel. When he had his infiltration he did not have an electric shock, he said that he was frozen before infiltration then everything went well, but it is in the hours that followed that he felt it. In examination, there was hypoesthesia at the heel in the territory of the calcaneal nerve therefore a branch of the tibial nerve. There was no muscular weakness. The reflexes were normal and symmetric. There was no radicular syndrome that suggests more proximal involvement. The right achilles reflex was little more difficult to highlight than the left, but it nevertheless gets it bilaterally and there was no condition that can suggest a radicular problem. With a needle, he hardly felt the needle at the right heel while he normally feels it on the left side. The rest of the foot was normal. Electromyogram revealed conduction of the sural nerve was normal on both sides,the superficial peroneal nerve conductions were normal on both sides. In the external popliteal sciatic nerve, the response to the right pedal was less than the leftside, it is 0.9 mv on the right as compared to 7.9 mv on left, but at the level of the tibial nerve, the response was normal and symmetrical. At the needle in the muscle abductor hallucis brevis, there were positive waves which actually indicate that there was an axonal involvement in the territory of the tibial nerve. It was reported the patient actually presented a painful neuropathy probably by fascicular involvement of the branch of the tibial nerve destined to the heel thus passing through the territory of the calcaneal nerve. The patient asked if it would infiltrate in his nerve,and was explained that when infiltrates directly into a nerve, the patient felt a pain in the form of electric shock. Patient is either intolerant to the product and which is referred to the anesthesia or synvisc one, but the patient told that he has received the synvisc one at least 6 to 7 times before and that it was only the penultimate time he had some knee pain. Physician verified literature and reported intolerance and neuropathy are reported, related to individual intolerance to synvisc one. It was possible that this is the situation here if not we would have no other good explanation for this impairment. This possibility of sensitivity to anaesthetic product should be checked with the anesthesiologist. The patient reported that he received morphine and lyrica, but he was already have a prescription of lyrica 3 years ago and he is a bit reluctant because he says he does not tolerate very well this product. Physician reported patient's treatment will mostly consist in trying to counteract this neuropathic pain now with either amitriptyline, neurontin, lyrica or even cymbalta. Physician reported he will start with low doses of lyrica 25 mg bid and slowly increasing it if it poorly tolerated. If it is not tolerated, use other molecules you can try amitriptyline at bedtime start with low doses of 10 mg and increase or even use neurontin start with 100 mg tid and gradually increase as it is known that doses of neurontin to relieve this will often be about the order of 300 mg tid to qid and often this dosage is not very well tolerated. It was that synvisc one contributed to the pain in knee all the way to the toes, numbness under foot and moderate pain in right knee all the way to the toes, numbness under the foot and moderate pain under foot were related to pre-existing patient's condition. Corrective treatment: morphine for pain in right knee and not reported for other events outcome: not recovered for pain in right knee and recovering for unable to walk and unknown for neuropathy. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event (ime) for unable to walk additional information was received on 23-mar-2017. Global ptc number with results was added and the text was amended accordingly. Additional information was received on 28-march-2017 from health care professional. Patient age was added. Suspect product batch/lot number and expiry date were added. Event of neuropathy was added with symptom burning foot. Outcome of event not able to walk was updated from not recovered to recovering, pain in right knee from recovering to not recovered. Event numbness and foot pain were updated as symptoms. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 28-mar-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 21-mar-2017: this case concerns a male patient who received synvisc one injection in right knee for osteoarthritis and later was unable to walk. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.